Event description:
It was reported that while priming the arterial line under pressure, the pipe (pressure tubing) was disconnected from the connector. No patient injury was reported.

Manufacturer narrative:
One vamp plus system was returned for evaluation. The male connector was completely detached and missing from the solvent bond joint with the pressure tubing. Indications of bonding solvent were present at the proximal end of the tubing bond area, however; there was minimal bonding solvent on the rest of the bond area. The tubing outer diameter measured 0.141" near the point of detachment, which is within the allowable specification, per the applicable drawing. The tubing detachment occurred on the patient side of the kit. The complaint was confirmed and is related to a manufacturing non-conformance. A review of the manufacturing records found no potentially related non-conformances occurred during the manufacturing process. An investigation is open to determine corrective actions needed, and implement the actions.

Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental will be submitted when the product evaluation is complete.